Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2015 with the following findings: a review of the pump black box data revealed that data from the event date had been overwritten due to continued use. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.